Event description:
It was reported that the patient was not feeling stimulation, even after reprogramming. It was noted that this occurred after strenuous activity. It was stated that there was an "independent medical examination (ime) done; which involved bending, twisting, poking, and prodding the device around." It was further noted that prior to this event the patient was feeling stimulation. All impedances were reading at >40,000 and were high even after going through reference values. It was also noted that the lead configuration was confirmed. Nothing was seen on the x-ray as to where the issue was, and everything appeared to be hooked up properly. It was further reported that surgical intervention will be necessary. Additional information was requested but was unavailable as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n339607, implanted: (B)(6) 2012, product type screening. Device product ID 3550-29, lot # n307860, implanted: (B)(4) 2012, product type accessory. (B)(4).